Event description:
Boston scientific crm received info from a sales rep that the right ventricular (rv) lead was explanted due to an outer insulation fracture, which was thought to be caused by first rib clavicle crush. Once the replacement rv lead was in place, the screw on the device's header stayed in the open position and would not screw down properly. Therefore, a new device and rv lead were successfully implanted.